Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that two advance 35 lp low profile balloon catheters were being used during an unspecified procedure by the physician. It has been reported that one of the balloons would not deflate. The physician attempted to deflate said balloon multiple times before getting it to release. No adverse events have been reported.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used advance 35lp low profile balloon catheter was returned for examination. No damage was noted to the catheter or balloon. The balloon was able to be inflated and deflated with no difficulty. The device was measured and found to be within specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
It is alleged that two advance 35 lp low profile balloon catheters were being used during an unspecified procedure by the physician. It has been reported that one of the balloons would not deflate. The physician attempted to deflate said balloon multiple times before getting it to release. No adverse events have been reported. Additional information has been requested regarding details surrounding the reported events, but no additional has been provided.